Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during proc edure the gastrointestinal videoscope had a scope communication error code-b30. The issue was found during inspection for use. There were no reports of patient harm/involvement.

Event description:
There was no additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated: d9, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: static and no image based on the results of the investigation, it is likely the following led to the malfunction: static and no image led to the b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.